Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had a hole in the hose near the muffler and low rotations per minute (rpms) (70,957 should at least 75,000). It was further observed that the vanes were worn out. It was determined that the issue with the worn vanes was consistent with normal wear over time. It was further determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue. The assignable root causes were determined to be due to worn out motor components from normal use and servicing over time (low power) and improper assembly / manufacture (hose damage). The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that two motor devices had possible hole in the hose. There was a twenty five minute delay to the surgical procedure. An identical spare device was available to use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.